Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device and the battery were damaged and the device was continuously alarming. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Visual inspection confirmed the report that the device bottom case and the internal battery were deformed. Review of the device logs revealed the "device overheating" alarms were triggered. The investigation determined that the reported device events were due to an isolated component failure within the internal battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device and the battery were damaged and the device was continuously alarming. There was no patient injury reported as a result of this incident.